Event description:
It was reported that an ilet user experienced a temporary loss of dexcom g7 cgm signal to the ilet, after which connectivity and glucose readings resumed during troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included customer support troubleshooting and user education focused on cgm-to-ilet connectivity. Investigation of this case revealed a transient communication interruption between the external cgm and the ilet that self-resolved, with no device component replacement and no additional issues identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent cgm-to-pump communication issue of undetermined specific origin.